Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. The customer was able to confirm that the nurse received the screen to waste part of the oral syringe through camera footage, but the nurse quickly skipped past it by closing the cubie rather than acknowledging the content on the screen. The system functioned as intended. H.1 - serious injury. H.11 - manufacturer narrative: the following fields were updated due to additional information: b.1 - adverse type - adverse event. B.2 - event attributed to hospitalization. Life threatening. Required intervention. Other details - patient was sent to the ER for respiratory depression. The patient recovered quickly and returned to the facility the same day. B.5 - describe event or problem: it was reported by the customer that a pyxis medstation es system did not prompt a nurse to waste a medication morphine 20mg/ml 1ml oral syringe dose, resulting in nurse administering full dose. Due to this incident, the customer indicated that the patient was sent to the ER for respiratory depression. The patient recovered quickly and returned to the facility the same day. The customer was able to confirm that the nurse received the screen to waste part of the oral syringe through camera footage, but the nurse quickly skipped past it by closing the cubie rather than acknowledging the content on the screen. H.6 - annex codes: e - e0715. F - f12. A - a24. G - g0200803. C - c23. D - d1402.

Event description:
It was reported by the customer that a pyxis medstation es system did not prompt a nurse to waste a medication morphine 20mg/ml 1ml oral syringe dose, resulting in nurse administering full dose. Due to this incident, the customer indicated that the patient was sent to the ER for respiratory depression. The patient recovered quickly and returned to the facility the same day. The customer was able to confirm that the nurse received the screen to waste part of the oral syringe through camera footage, but the nurse quickly skipped past it by closing the cubie rather than acknowledging the content on the screen.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system did not prompt a nurse to waste a medication morphine 20mg/ml 1ml oral syringe dose, resulting in nurse administering full dose. The customer also indicated that there was a patient harm, however no additional information was provided. If additional information is received, it will be included on a supplemental report.